Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronics assembly. The device was received with moisture damage on the motor, vibrator tube and battery tube assembly. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call moisture damage on the insulin pump. Customer's blood glucose level was 137 mg/dl. Troubleshooting for moisture damage was performed. Customer advised they went into the swimming pool while wearing the insulin pump. Customer advised the display screen was on and the buttons responded however the moisture would eventually force the device to malfunction. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.